Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology was not reported. The iliac artery morphology was reported to be severely calcified and small in diameter, measuring from 5mm to 7 mm. It was reported that the stent graft was placed, however, it was placed high and the renal arteries were covered. The physician was able to successfully pull the graft down for correct positioning. The final agiogram was normal. No additional clinical sequelae were reported and the pt is fine.